Event description:
A site representative, biomed, reported that while in a functional endoscopic sinus surgery (fess), the instruments were tracking intermittently. In trouble-shooting with a medtronic representative, nothing was found to be abnormal. Following the procedure, a site representative stated the power to the axiem box was cutting in and out. The power cable was reconnected at the axiem box two times during the procedure. The surgeon opted to discontinue the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. RMA issued. Replacement field generator shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the field generator was connected to a test system with the ent application for a 48 hour burn-in. Verified a registration probe at 1.2mm. Verification, tracking, and accuracy with this emitter are normal. I was able to navigate the entire phantom head model. The emitter passed the pegboard test with an error of 2.275mm. Flexing the cable does not indicate any intermittent opens. Could not duplicate the reported issue. No fault found. Did not cause event.